Event description:
It was reported that the patient was not satisfied with the level of continence provided by the sling. Therefore, an artificial urinary sphincter (aus) was implanted. There was no device malfunction with the sling. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.